Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, upon disassembly, the hand piece was noted to have a torn acoustic isolator and evidence of moisture ingress were found inside the instrument.

Event description:
It was reported by the sales rep. That the handpiece did not work. The customer used another handpiece to complete the procedure with no patient consequence. The device is available for return.